Manufacturer narrative:
Alleged failure: "cord turned on without being plugged into scope salesforce case number (B)(4)" conclusion: reported failure mode could not be reproduced and probable root cause cannot be determined as no problems were found. Possible root causes include: light source console was malfunctioning. Safelight adapter was still attached to the cable when scope was previously removed. The product was returned for investigation but the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.